Event description:
Hosp reported that the rt235 breathing circuit had a hole in it. They claimed that as a result of the hole, the pt received inadequate ventilation and consequently died. Communication from the distributor and hosp stated that the baby was very ill and had a do not resuscitate order. Any hole in a breathing circuit will cause a leak in the circuit. If the hole is of sufficient size to interrupt ventilation, the leak should be detected by the ventilator alarm.

Manufacturer narrative:
Method: we are trying to obtain the device. Evaluation: we are communicating with the hosp to receive further details, and cannot make an evaluation yet. Conclusion: we will make a conclusion when we have finished our investigation.